Event description:
It was reported that during preparation of the 3.0 x 12 mm nc trek balloon, when a syringe was connected to perform air bleeding of the device, the hub separated easily. The device was not used on the patient. The device was exchanged for a non-abbott balloon to complete the procedure. It was reported that the physician held the connection part of the hub during connection of the syringe, however, force was not applied to the device. There was no reported clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.